Event description:
A report was rec'd via FDA's medical products reporting program that a male pt began to experience discomfort in his left eye in late 04/2005. The pt was using renu multiplus multi-purpose solution and a store brand generic at that time. As his eye pain increased, the pt presented to an eye clinic where he was diagnosed with a filamentous fungus [pseudallescheria boydii] corneal ulcer. Due to residual scarring, the pt's left eye has a va of 20/200. The pt stated that he is legally blind in the affected eye and may require a corneal transplant. The pt's physician reported that the pt was diagnosed with fungal keratitis in his left eye secondary to contact lens overwear and rec'd unspecified treatment for 8 months. The corneal ulcer was located within the central 4 mm of the pt's cornea; a culture confirmed a filamentous fungi infection. This condition has resulted in corneal scarring and a permanent decrease in vision for the pt.

Manufacturer narrative:
The pt returned product in bottles which were not the original containers. Chemical testing of the product returned in a bottle, which the pt labeled from lot gj3063b, found the product met shelf-life limits for tests performed. Chemical testing of the product returned in a bottle, which the pt labeled from lot gb5076a (expiration date 02/28/2007), found the product met shelf-life limits for tests performed. Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample tesing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event. MFR date: 02/2005 (lot gb5076a).